Event description:
It was reported that during percutaneous transluminal coronary angioplasty treatment procedure a tip detachment occurred. The 85% to 90% stenosed target lesion was located in the mildly torturous and mildly calcified proximal left anterior descending artery. The luge 300 guide wire was advanced to an unspecified small vessel and prolapsed. The guide wire was subsequently left in this position throughout the procedure. Upon withdrawal of the guide wire, the tip of the device became stuck on a non-bsc stent. The body of the wire was successfully removed however the tip detached and remained caught on the stent. The physician used a snare in an attempt to remove the guide wire tip however this was unsuccessful. To complete the procedure, a non-bsc stent was then advanced and deployed over the guide wire tip which remains in the patient. There were no further patient complications reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).